Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a no delivery alarm during a manual prime. The customer's blood glucose was 96 mg/dl. Troubleshooting found insulin was able to easily exit with a plunger push. The customer also stated the insulin pump did not alarm no delivery during a manual prime. Customer was advised their insulin pump was working as designed. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.